Event description:
It was reported that the shaft of the tap broke during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tap was returned for evaluation. Visual examination confirmed the instrument broke at approximately the 70mm mark. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface with no indication of fatigue or torsional overload. The angle of the fracture surface and river lines on the fracture surfaces suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.